Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers parent reported via phone call that the customer had a high blood glucose of over 400 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for the high blood glucose via insulin pump. The parent stated that the infusion set was disconnected which did not allow insulin to be delivered. Troubleshooting was provided. The insulin pump will not return for analysis.